Event description:
Additional information was received that this patient underwent a revision procedure and this lv lead was surgically capped and abandoned. It was reported that the lead was exhibiting high out of range pace impedances measuring greater than 2,000 ohms. A new lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be fractured since 2016. The health care professional (hcp) stated that the patient does not follow up regularly and asked how to program the lead off. Boston scientific technical services (ts) walked the health care professional (hcp) through programming. There was no additional information provided. As of this time, the lead remains in service. No adverse patient effects reported.